Event description:
It was reported that during a coronary stent procedure, the stent appeared to have moved on the balloon while advancing across the lesion. Upon removal it was noted that the stent was on the shaft of the catheter. No pt injuries or complications occurred.